Manufacturer narrative:
The lithotomy positioner stirrup is used in placing the patient in the lithotomy position in preparation for a procedure. The device's velcro strap, which secures the patient's foot and leg, is secured to the boot using a staple and adhesive. IFU states you should always confirm the working order prior to using it clinically. In the event a device failure was to occur, or the device was thought to be unreliable, the device would not be used, and a backup device would likely be available for immediate use. Upon inspection, baxter technician ran a function test on the stirrup. The baxter technician thoroughly inspected the stirrup and was unable to duplicate the reported issue. The stirrup functioned as designed. However, if the reported event of a stirrup dropping were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report stating that a rt yellofin strups w lftasst was not holding position and kept dropping. The patient was uninjured, and the procedure was finished without incident. No harm or significant impact to the surgical procedure was reported.